Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Previously reported on (B)(4) with MDR # 3030677-2025-002491. Device investigation is housed within (B)(4).